Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the sds and guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficulty to advance/position, difficulty to remove resulting in core separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1069 was removed.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience alpine failed to cross for an unknown reason. Then a xience xpedition failed to cross due to anatomy and the whisper guide wire. As the xpedition was being removed it got stuck on the whisper guide wire. Both devices were removed as a single unit. Once outside the anatomy, it was noted that the guide wire had a fracture. There was no report of adverse patient effects or clinically significant delay. No additional information was provided. Additional information received by the account subsequent to filing the initial report confirms that the whisper guide wire was broken in two pieces. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance and remove were unable to be confirmed due to the returned condition of the guide wire and sds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance/position, and difficulty to remove resulting in polymer separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: device status changed from not returned to returned. H6: method code 10 added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience alpine failed to cross for an unknown reason. Then a xience xpedition failed to cross due to anatomy and the whisper guide wire. As the xpedition was being removed it got stuck on the whisper guide wire. Both devices were removed as a single unit. Once outside the anatomy, it was noted that the guide wire had a fracture. There was no report of adverse patient effects or clinically significant delay. No additional information was provided.